Event description:
(B)(6) 2026: UK competent authority mhra emailed director regulatory affairs abbott diagnostics (dra ad) (B)(6) with user report (B)(4) [mhra ref: (B)(4)]. Dra ad forwarded to international vigilance team core diagnostics (ivt cd) since the complaint is for abbott clearview hcg cassette 25mlu/ml. Ivt cd emailed apoc regulatory compliance (apoc rc) asking to take over the complaint. Apoc rc emailed back stating it is not a core diagnostics product. Ivt cd forwarded email to technical services (ts) asking to take over the complaint vigilance responsibility. >mir form complaint information, see attachment "(B)(4)". 1.1. (B)(4) 1.2.a date of submission (B)(6) 2026 1.2.b date of incident (B)(6) 2026 2.3.a abbott clearview hcg cassettte 25mlu/ml 2.3. (B)(4) 2.3. (B)(4) 2.3.j expiry date 14/08/2027 3.1.a description of the incident: 2 patients in the a/e department tested positive with urine pregnancy tests, despite hcg levels being low on blood test. These urine tests were repeated on the same patients with the urine tests testing positive again despite the blood result. Patients have had duty of candour after being given false information regarding the testing. This was the abbott clearview hcg cassettes. 3.2.a imdrf issue codes a0908 and a090804 3.2.b patients involved 2 3.2.c current location of the device is healthcare facility/carer 3.2.d device operated by healthcare professional 3.2.f remedial action: the batch has been taken out of circulation in ed and ucc as these are false positive tests. A box of 11 tests was collected and has been quarantined for abbott to investigate. 3.3.a imdrf health effect codes e2403 and f11 3.4 initial reporter information (see complainant section) 3.4.c healthcare facility report number 703. >yellow scheme guidance letter, see attachment "(B)(4)". >pictures of the test kit box and test device pouches confirming product code, lot and expiry date mentioned in the report. See attachments "(B)(4))".

Manufacturer narrative:
1. The alleged false positive result occurred on fhc-102 product. Customer report that 2 patients in the a/e department tested positive with urine pregnancy tests, despite hcg levels being low on blood test. These urine tests were repeated on the same patients with the urine tests testing positive again despite the blood result. 2. Review of the information provided did not identify any evidence of misuse. No deviations were noted regarding product and specimen storage, handling, or testing technique. 3. The batch record of 0001162309(manufacturing date yyyy-mm-dd: 2025-08-15) was reviewed. The quality control release data met release specification: no deviation was observed in the finished product, semi-finished strip as well the strip components manufacturing process. 4. The retain product investigation was performed on lot 0001162309. Performed visual inspection for the packaging and devices, (B)(4) retain products was intact. (B)(4) devices with clinical negative urine samples, and read results at 3 minutes, the testing results indicated that all devices yielded correct negative results on clinical negative urine samples at read time, and the product met qc release specification. False positive results were not observed. 5. Unable to determine assignable cause: the complaint investigation provided insufficient objective evidence to determine the most probable identifiable factor to assign any other available cause code. According to the instructions: if it is inconsistent with clinical evidence, results should also be confirmed by an alternative hcg method prior to medical procedure; or if pregnancy is still suspected, it is recommended the patient should be retested 48-72 hours later with a first morning sample. If there are any doubts, it is recommended to retake the sample for testing. 6. The device was involved in the reported event as described by the complainant. The device was used for diagnostic purposes and the user reported the device generated a false positive. No death or injury reported in the complaint the event is related to product result, the reported issue was not replicated during investigation, and therefore no product deficiency was identified by the investigation. The complaint is tracked and trended on a monthly basis. Product sources relevant to this investigation have been evaluated.